Manufacturer narrative:
(B)(4). Date sent: 01/31/2022. D4: batch # 211a24. H6: component code = mechanical (g04). Device analysis: the analysis results found that the cdh29p device arrived with no apparent damage. Device was received with staples present. When a test battery was installed, the green checkmark did not illuminate. Attempts to fire the device were unsuccessful, confirming the experience. When the shrouds were removed, the flex circuit was found to be not fully seated. Upon reseating the flex circuit, the device was then fired without any issues. No conclusion could be reached on the cause the flex circuit dislodge. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. To fire the device, draw the red safety back toward the handle. To ensure the device remains in the safe firing range, once the red safety has been released, do not turn the adjusting knob. Activate the firing sequence by completely depressing the firing trigger. Remain still until the full firing sequence is completed which will be indicated by the illuminated green check mark on the indicator window. It is not necessary to hold the trigger once the firing sequence has initiated. The user may notice audible feedback during the firing sequence when cutting through the breakaway washer. Once fired, the device cannot be fired again. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 01/06/2022

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information received: surgeon had disconnected the anvil from trocar then got a new device and re- introduce the trocar through the same otomy, which they did then completed procedure with no additional patient consequences.

Event description:
It was reported that during an lar the device wouldn't fire. After a one-hundred minute delay a new device was used to complete the case with no patient consequences.